Manufacturer narrative:
The device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 414 mg/dl at the time of incident. The customer declined troubleshooting for high blood glucose event. The customer was treated with insulin for high blood glucose level. Customer did not mention any treatments related to high blood glucose level. The device will not be returned for analysis.